Event description:
A past occlusion alarm was reported. There was no reported adverse impact to the customer's blood glucose level. No supplies were changed and customer was able to resume insulin therapy.